Manufacturer narrative:
The device did not return for evaluation. Photographs were provided which confirm the event of the tip of the tap broken off. A review of the device history showed no manufacturing or processing related irregularities. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the tip of the driver broke off during insertion of a screw. The tip was retrieved from the patient. This is report 3 of 3.